Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  for several months, "a long time now," the therapy hadn't been doing what it should be doing for their symptoms. Patient stated they'd been having nighttime urination and that in the morning when they would wake up they couldn't hold it to get to the bathroom. Just more urination. Patient stated they were just "having problems with it all around." Patient services asked the patient and caller if the patient had had any falls or traumas and the spouse said "well yes." That the patient "might have bumped it" when the patient had fallen on their shoulder a couple of months ago, but they were unsure if that was exactly when the patient's therapy issues had begun. Patient suspected the therapy issues had been going on even prior to the fall. Patient was already connected to their therapy settings as patient services had already walked the patient and caller through connecting to check their MRI mode (see rtg0792727) so patient services reviewed device description/function as well as programming and stimulation considerations with the caller and patient. The therapy was on at 1.9 ma on program 7. Patient increased the stimulation until the patient began to feel the stimulation at 3.4 ma but not in the bike-seat, patient was feeling stimulation at the ins site. Patient services reviewed with the patient it should be in the bike-seat so the patient switched to program 5 and the spouse increased the stimulation and patient wasn't feeling the stimulation but noted they were feeling pain (not stimulation) when they got up to 4.something ma and still wasn't feeling stimulation but a slight pain on the opposite butt cheek. Patient stated it was not in the bike seat either, this pain on the opposite buttcheek. Patient then opted to move to program 6 and caller increased the stimulation up to where the patient was feeling the stimulation at the ins site again. Patient was unable to feel the stimulation in the bike-seat no matter what setting they tried thus far and wasn't able to say for certain if they had ever felt s timulation in the bike-seat. Patient stated they couldn't be sure as it had been so long since they'd made a change. Patient also stated they still felt a slight pain on the opposite side. Caller moved back to program 7 and opted to increase up past where patient had initially been, at 1.9 ma and went to 2.1 ma. Patient services reviewed with the caller to perhaps turn the therapy off to make sure the pain on the opposite side resolved and directed the patient and caller to follow up with the patient's hcp to check the implanted system. Caller stated they were going to leave the stimulation on at 2.1 ma and monitor the patient's symptoms. They noted if the pain on the opposite side did not fade, they would try turning the ins off for a bit before trying to turn it back on again. Patient and caller will also reach out to the patient's hcp to check the implanted system.  No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.